Event description:
The customer reported to olympus, the visera pro xenon light source front panel was blinking/flashing/continuing turning on. The reported phenomenon occurred sometime during an unknown therapeutic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered deterioration of the filter turret and due to deterioration of the mesh turret, it does not switch to high brightness. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the phenomenon was the faulty filter turret. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.